Manufacturer narrative:
The device was returned for evaluation and was verified dimensionally, and functionally, and found to be in good working order. There were several scratches observed on the inside of the holder along the relief cut for screw prep instrumentation. Based on their location, it is unlikely that these scratches contacted the patient, and caused the adverse event. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a patient experienced an adverse event during the removal of the independence mis inserter from the hedron ia implant.